Event description:
Information was received from a patient regarding an implanted infusion pump. The pump was used to deliver bupivacaine and fentanyl.it was reported that the patient's communicator stopped working. The patient' mentioned that they kept getting "no device" message. When asked about the event date, the patient mentioned the morning of (B)(6) 2026 when they woke up hurting, the device was hot and they unplugged it. The communicator was getting hotter the more they used it. The patient mentioned they reached out to a manufacturer representative (rep) on (B)(6) 2026. A request was sent for a replacement communicator.

Manufacturer narrative:
Product analysis: tm90t0- analysis found no visual anomalies but the micro usb port was loose. Additionally, it was found that the device had an electrical failure (peak-peak voltage at probe/0/mv/150/210/). The device was taken out of service/scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.